Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was unable to be interrogated, despite using different programmers. The physician elected surgically explant the device to resolve the event. It is unknown if the device will be returned for analysis. The patient was stable with no additional adverse consequences.